Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. No patient information provided to date after calls to customer 06/29/22 and 07/01/22 legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit replaced, and case completed. There was no patient injury.